Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Customer issue was confirmed. Pump issues low pressure alarm. Visual test was performed. The dso sensor needs to be recalibrated. Resolution of the reported issue was confirmed by the technician, and the device will been submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair tasks. Review of event log found no relevant information. Review of service history found no service within the last 12 months.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed under pressure during set up. There was no patient involvement, and no patient harm.